Event description:
It was reported that the insulin pump alarmed motor error during normal usage. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to faulty component on the interface board. The motor passed the motor test. Unable to confirm e70 error alarm in alarm history due to history file was overwritten. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.